Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose was between 120 and 140 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.